Event description:
It was reported to boston scientific corporation that a trelex mesh was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient had an uneventful procedure. The patient had a follow-up appointment scheduled for (B)(6) 2009 and did not show up. Phone calls to reschedule the appointment were not returned. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.